Manufacturer narrative:
A sample from the patient was provided for investigation. The presence of an interference with ruthenium- label was confirmed. This interference is documented in product labeling for the assay.

Event description:
The user received questionable free t3 results for multiple samples from one patient on the analytical e module analyzer when compared to the t3 results. No units of measure were provided. On (B)(6) 2011, the free t3 result was 397 and the t3 result was 137. On (B)(6) 2011, the free t3 result was 160 and the t3 result was 69. On (B)(6) 2011, the free t3 result was 231 and the t3 result was 72. The results from the e module were not reported outside the laboratory. The patient was not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6). Another assay related to this event was reported in the medwatch report with patient identifier: (B)(6).